Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: quantity of product involved as ¿2¿ has been reported (for the reload). Were two devices involved in this event? No information. Did this issue occur twice? No information. No further information will be provided. Additional information provided: the device was pve35a. The bleeding occurred from pv and pa which the device were used. The bleeding were stopped with cotton and the bleeding points were sutured with ez10g. No blood transfusion. The staples formed properly. The patient is stable and the hospitalization is not prolonged.

Event description:
It was reported that during an unknown procedure, the staples of the patient side were deployed, but the other side were not. Additional suture was performed to complete the case. There were no adverse consequences to the patient.